Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6), 2011 alleging that his one touch verio meter allegedly gave him high readings. He tested at 7:45am and obtained a result of 8.8 mmol/l. He felt that the reading was too high and at 8:00am he took 8 units more of insulin. He normally takes 34 units of levemir insulin in the morning. On (B)(6), 2011 he took 42 units of insulin. He did not exhibit any symptoms. At 9:00 a.m. He went for a run and at 11:00am he tested again and obtained a 10.9 mmol/l and decided to contact lfs due to the alleged high readings. He did not seek any further medical attention or contact his physician for assistance. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The products were replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms and self-treated accordingly. The complaint is being reported since the patient felt that the readings were too high compared to his feelings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.